Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02718 and manufacturer report # 3005099803-2012-02719 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator were used for an esophagogastroduodenoscopy (egd) procedure, performed on (B)(6) 2012. According to the complainant, during the procedure, when an attempt was made to deploy a band inside the patient with the first device (mr # 3005099803-2012-02718), the band failed to deploy. The device was removed from the patient and from service. A second device (mr # 3005099803-2012-02719) was used and again, the band failed to deploy at the target site. The device was removed from the patient and from service. Reportedly, both devices were tested prior to use, outside the patient, and both devices deployed the bands per design. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.